Event description:
Received from FDA a copy of customer's medwatch which states, "tubing was found leaking for an unk time period. Pt was receiving IV fluid with dextrose, heparin, and electrolytes. Pt's accu check found low from dextrose not being infused; bp was low from no extra volume. Pt required ns fluid bolus and dextrose." No additional info was available.

Manufacturer narrative:
(B)(4). Lot number on customer medwatch listed as h37020029e1a, but this does not match lot number format for this set model. The product has been requested multiple times and a shipping label was offered. No response has been received from the customer. A follow up report will be submitted if further info is obtained.